Event description:
It was reported that this patient expired one day post-implant of this implantable cardioverter defibrillator. It was noted that the patient was hypoxic the day before the procedure. The cause of death is believed to be respiratory related and there were no allegations against the device. There is no evidence that the device was explanted post-mortem.